Manufacturer narrative:
H3: product analysis of the bur found that visually, the shaft broke 5.71 inches (from the distal diamond grit tip to the break point) when returned. There was no damage to the construction of the hub or outer tube. Under magnification, there were striations and discolorations near the break point. Functional testing could not be performed due to the broken state of the device. Correction in b5: event description details was updated. H6: previously applied codes of fdm b17 and fdr c20 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, after taking the transnasal blade from the non-sterile field to the sterile field, it was taken out of the bag and when the blade was put on the handpiece, then turned down, the toolbar fell off. The issue occurred after opening the sealed package. The product was not used and a similar model was used to complete the procedure. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, after taking the transnasal blade out of the non-sterile field to the sterile field, when it was taken out of the bag in the sterile field, the toolbar got disconnected. After when the blade was put on the handpiece, then turned down, the toolbar fell off. The issue occurred after opening the sealed package. The product was not used and a similar model was used to complete the procedure. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.